Event description:
It was reported that the patient experienced fatigue and presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient did not experience any adverse effects and recovered completely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.